Event description:
Medtronic received information regarding an imaging system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that an there was "error 64 and they were logged out of registration and back to the login screen 2-3 times. They deleted the soft tissue CT from the merge and only used the bone window CT for registration and navigation and everything was fine after that. It appeared there was something corrupt in the soft tissue CT." There was a 10-15 minute delay. There was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0 h3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced, the system then performed as intended. Codes: b01, c19, d14 h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs captured the segfault in trualgorithmservice on the date of issue. The corefile was generated by "trualgorithmservice", coredump captured that the program terminated with signal sigsegv, segmentation fault with the function tru::shortimage::normalizeandresample () in the registration task. Codes: b01, c10, d18 h6) mutliple annex a codes were submitted, annex a code, a1102, applies to rfr code nav4123 and annex a code, a110208, applies to rfr code nav4127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.